Event description:
Reporter stated that the lancet device had a lancet inserted in its carrier out-of-box. Reporter indicated that there was no apparent damage to the device packaging. No pt injury was reported and no treatment was rec'd. Technical support requested the return of the suspect product and replacement product was shipped.